Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6) male pt in an altered state, the device powered on and off inappropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.